Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder for a gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician attempted to puncture the duodenum position, but it did not reach the gallbladder. It was also noted that in the attempt to puncture there was blanching of the tissue. The first flange was then unfolded outside the gallbladder. A different axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent prematurely deployed. Imdrf device code a07 captures the reportable event of cautery delivering energy intermittently. Imdrf impact code f2301 captures the additional device required address the puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder for a gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician attempted to puncture the duodenum position, but it did not reach the gallbladder. It was also noted that in the attempt to puncture there was blanching of the tissue. The first flange was then unfolded outside the gallbladder. A different axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent prematurely deployed. Imdrf device code a07 captures the reportable event of cautery delivering energy intermittently. Imdrf impact code f2301 captures the additional device required address the puncture site. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. Visual inspection found the stent fully covered and undeployed. An electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were found. In addition, the device was connected to the erbe, and there were bubbles seen in the saline solution which is evidence that the tip is working properly. The reported event of stent first flange premature deployment could not be confirmed. The stent was returned fully covered, undeployed, and a premature deployment is not possible to replicate in the laboratory of analysis. The reported event of cautery delivers energy intermittently was not confirmed either. During electrical and functional inspection of the electrocautery mechanism, no issues were found. Taking all available information into consideration, the overall root cause of the reported events is no problem detected.